Manufacturer narrative:
Additional information received on 23 june 2016 and includes: the surgeon revised the stem, head and liner. The surgery was completed successfully. X-rays are available. Explants are being sent back to medacta international. Additional information received on 28 june 2016 and includes: no trauma occurred. On 08 july 2016 the medical affairs director performed a clinical evaluation and commented as follows: tha revised partially (femoral component only) in a patient with a small femur few weeks after primary because of fracture. The fracture is not visible (to me) on the first intraoperative image. It cannot be determined if it is a iatrogenic fracture or traumatic, though no trauma was reported. It must be noted that from the first image the stem looks sitting rather high in the femur, possibly the resection level was also kept very high and proper seating was not completely achieved. Batch review performed on 14 july 2016. (B)(4).

Event description:
The patient came in complaining of pain. The surgeon noticed that the patient had a fracture. The revision is scheduled.

Manufacturer narrative:
On 23 september 2016 the (B)(4) project manager analysed the returned implants. Observing the femoral stem no particular sign can be noted, except some scratches on both the neck , probably due to the extraction phase. The ha on the surface of the stem is still present. Very few residual bone can be noted on the surface of the stem. Some scratches can be noted on the chamfer, on the border and on the internal surface of the ceramic head. On the liner no particular signs can be seen. It is not possible from the inspection of the implants determine the root cause of the event.